Manufacturer narrative:
Lot number was updated from 434260x to unknown because the customer which lot number was the affected item. Possible lot numbers are: 430085xx or 434260x or 413399x

Manufacturer narrative:
Submit date: 11/22/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with a syringe. The customer reports a leaking syringe caused by cracked hub. The customer stated the medical assistant inserted the needle into the consumer and as she began to administer the medication, she noticed the syringe was cracked on the blue part where the needle was tightened onto the syringe and the medication leaked out of the crack.

Manufacturer narrative:
Submit date: 03/08/2017. The device history record (DHR) for the reported lot indicates that there were no non-conformance reports issued for this lot. There were no samples submitted with this complaint. The reported condition could not be confirmed without an actual sample to evaluate. An investigation of the reported condition was performed. A review of maintenance records (both corrective and preventive) and calibration records were reviewed and there were no issues related to the reported condition. All scheduled maintenance and calibration activities were completed. A review of process monitoring data was conducted and there were no issues related to the reported condition. A review of the machine setup was conducted and there were no issues. The equipment was reviewed for malfunctions that could cause the reported condition. There were no issues identified with the operation of the equipment during the review. There were no samples submitted with this complaint. The reported condition could not be confirmed without an actual sample to evaluate. The exact root cause could not be determined based on available information. A 6m root cause analysis determined the most likely root cause to be due to over-torquing of the needle during the assembly process. Prior to a lot's release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for hub leaks and damage. The lot met all defined acceptance criteria and was released. Based on the information available, a corrective and preventive action (CAPA) is not necessary at this time. The investigation did not identify a systemic issue with the product or process.